Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that the catheter temperature was higher than the set point. An intellatip mifi¿ xp temperature ablation catheter was used in conjunction with a non-bsc generator. The generator setting was temp. Mode: 65 degrees and 50 watts. During the case the temperature of the intellatip mifi¿ xp temperature ablation catheter was up to 71 degrees. Additionally the catheter was no longer steerable after one hour procedure time. The case was completed with a blazer ii xp catheter. No patient complications were reported and the patient status is stable. However, analysis revealed broken adhesive on an electrode.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer - - the device has a kink at the distal section 17mm from the tip while in the neutral position. The adhesive on ring #2 is broken with fluids under the adhesive. A functional inspection to test the ablation was verified by using a maestro generator 4000. The device was within specifications. A dimensional inspection revealed that both curves were out of plane. In addition, the device did not curve to the left. In order to identify the curving issue the handle was opened and a gap was found in the terminal of the steering wire. The distal section was dissected and one of the steering wires was found detached from the center support. The steering wire and center support have evidence of the soldering process. The center support was found kinked at 12mm from the tip and broken 15mm from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).